Event description:
The customer reported that three handpieces did not work upon initial use in an abdominoperineal resection procedure. The devices showed error u601 (probe damage error). Two handpieces had been opened to use concurrently (one transabdominally and one transperineally). The user switched out the transducer and performed another probe check with the same result. The physician requested the handpiece be exchanged after several attempts to troubleshoot. The transabdominal handpiece was changed 1.5 hours into the procedure. The second handpiece that was used transabdominally showed the same error 3.5 hours into the procedure and was exchanged. The handpiece that was used transperineally was opened 1.5 hours into the procedure and showed the same error four hours into the procedure. The procedure was completed and there was no impact to the patient. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the tissue pad was heavily worn and peeled off. This report is being submitted for the malfunction found during evaluation (tissue pad peeled off). The second device is being reported on the medwatch with patient identifier (B)(6) for a malfunction found during evaluation. The third device is not being reported as the malfunction of that device has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During inspection and testing, the tissue pad was heavily worn and peeled off. The reported issue (probe check error) was confirmed. U509 error was displayed instead of u601 during testing. There was a crack on the probe. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3.probe check was carried out with cracks in the probe. This caused a damage error (u601). Or 1. The tissue pad was severely worn and partly peeled off because the sealing and cutting output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5.probe check was carried out with cracks in the probe. This caused a damage error (u601). The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.